Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3200-0020 ccu source was missing and could not route to any monitors. The ccu and tablet were rebooted to troubleshoot, but the issue was not resolved. The case was completed by bringing in a mobile screen, causing a delay in the case. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.